Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited foreign matter found on the surface of the tip including the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h8, additional information to h4, and the legal manufacturer's final investigation results. Based on the results of the investigation, the foreign material was silica and organic silicone which were originated from chemical not from an endoscope and likely adhered due to insufficient precleaning and/ or rinsing due to not being properly dried by detaching all valves in storage; however a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: -chapter 5, 5.5 manually cleaning the endoscope and accessories - clean the external surfaces. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Manufacturing site has been updated to aizu.